Manufacturer narrative:
A follow up will be submitted when additional information becomes available.

Event description:
The following was reported, "customer stated the pump had pint reading of 500, but they did not believe this to be accurate. In order to stop the alarm from going off they re-zeroed the pressure. A few hours later the pven reading went to -700, and stopped the pump. They emergently swapped out cardio-help machines, and resumed patient support. They believe the issue was either with the original cardio-help, or the internal sensor cable." Complaint number: (B)(4).

Manufacturer narrative:
According to service order 43544212 (dated 2020-12-10/15) the device was tested and no failure was found. As stated in complaint # (B)(4) the failure reoccurred and the hls set was replaced which solved the issue. Thus the most probable root cause is a malfunction of the disposable. Based on this no failure of the cardiohelp could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4). Note: the involved hls set was reported under emdr #402143 (8010762-2020-00428) and emdr follow up #402650. Further the issue was reported under mw5098085.